Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed; however, the exact cause is unknown. Two photographs of a microez microintroducer were returned for evaluation. An initial visual observation of one of the photographs showed the distal end of the microintroducer. The dilator tip and sheath tip both appeared to be deformed as buckling/folding was observed. Use residue was observed within the dilator. The other photograph depicted a microintroducer and other devices inside of a plastic bag. No other damage was observed on the sample. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
When the hematology department of the hospital opened the 0668935 for use, it found that there were burrs at the tip of the sheath, the product could not be used after disassembling. No further details provided.